Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer was not able to rewind and kept receiving the error alarm. No further information was provided.